Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Investigation results also found no evidence of any damage or manufacturing deficiencies that would result in the pod failing to adhere. The adhesive pad was inspected, and no abnormalities were found. During the investigation, the top housing of the device was found to be cracked. The exact cause and timing of the reported events could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge.